Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a long charge time and triggered an end of service (eos) message. The physician was concerned that the ICD did not trigger an elective replacement indicator (eri) before going into eos. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.